Event description:
It was reported that the patient experienced difficulty sending information from their insertable cardiac monitor via remote monitoring. The device was performing daily checks and the patient would have to manually reboot their application each time in order to transmit. It is unknown whether the issue is with their device or application. The patient was stable throughout.